Event description:
The control button on the pca device was not pushed and the medication was given. The cord with the button was changed. Nurse thought this was the problem cord when this was plugged in, no button pushed another dose of medication (narcotic) was given. No adverse outcome.